Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified flat creases and wear abrasion. A leak test and microscopic analysis was performed which identified an observed void >1 mm in non-textured, valve-to shell-bond area and a device with no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation". Device remains implanted.